Event description:
It was observed that during the device evaluation, the mobilescope exhibited foreign objects in the light guide lens, foreign material in the forceps elevator and the bending section cover had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.